Event description:
It was reported that upon interrogation of the pulse generator exhibited diagnostics anomaly. The polarity changed from bipolar to unipolar as well. The diagnostics were cleared and the device was programmed back to nominal settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.